Event description:
On (b(6) 2026, the or circulator nurse at dell seton notified npce that the patient would have their rns system (rns device and leads) explanted for infection details of the event were not provided. Cultures were taken; results were not provided.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.